Manufacturer narrative:
D4: complete UDI# was not provided by end user. H3: 81 other - at this time, the suspect device has not been returned for evaluation. There was no patient harm reported. . Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the ltv shut down while transporting a patient. No patient harm was reported.